Manufacturer narrative:
Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location callouts are reference only. The microcoil system was returned inside the hoop dispenser which should be never done due to additional damages that can be produced from this action. As viewed through the returned hoop dispenser, unreported damage of the coil not being attached to the device positioning unit (dpu) was found. Unreported damage of the dpu and sheath being returned separated from each other was found. The coil¿s ball tip is located approximately 66.5 centimeters off the distal tip of the green introducer. The coil was found inside the introducer sheath with unreported stretching. The coil was mechanically detached from the dpu via the detachment fiber. The proximal end of the coil was unraveled out of the soldered section and stretched. Intermittent compression damage was found on the coil. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The circumstances of how and when all the unreported damage occurred to the unit cannot be determined. The complaint of the resheathing difficulty is confirmed. The root cause of the resheathing difficulty cannot be determined due to the unreported damage of the dpu and sheath being found separated, the unreported and unintended and mechanical detachment of the coil, the unreported coil stretching and unraveling out of the soldered section, and the unreported damage to the resheathing tool and its locking mechanism. Also the coil was inserted into the hoop dispenser which should never be attempted to be used as return packaging as it may produce additional damage. The evidence as returned shows that the only contributing factor that could have produced this damage leading to the resheathing difficulty and all the unreported damage found to the unit may have actually occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the dpu to protrude outside the sheath causing the unintended coil detachment and damage found and caused the separation of the dpu, the coil, and the introducer sheath. In this condition the separated unit cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Additional unreported damages may have also contributed to the complaint event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Product code = krd/hcg. (B)(4).

Event description:
The contact from the hospital reported that during use on the patient the orbit galaxy g2 coil (641hx0208/p11570) could not be resheathed. The coil was attempted to be resheathed because the microcatheter (details unknown) came out of the aneurysm. There was no reported patient impact associated with this complaint. At the time of initial contact the device was not available for return. The procedure was completed with other orbit galaxy g2 coils (details unknown.) There was no significant clinical delay to the procedure. It is unknown if there were any damages to the device. Analysis on the returned device revealed that the proximal end of the coil was stretched.